Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: patient faced a gas embolism that led to a stroke. Consequences were serious, additional treatments were needed to be infused. Peripheral line was inserted. More exams were performed. Cvc lines were clamped. Several additional doctors were called for action".

Manufacturer narrative:
(B)(4). Additional information received indicates "the female patient is doing well and was discharged home on 26 november." The customer returned one, three-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the sample. After failing functional testing, visual analysis revealed a hole in the proximal extension line. The edges of the hole appeared smooth and consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle, etc.). No evidence of stretching or manufacturing anomalies were observed in the region of the hole. The hole in the proximal extension line measured 9 mm from the juncture hub. The outer diameter of the catheter body measured 0.096", which is within the specification limits of 0.094"-0.098" per catheter extrusion product drawing. The inner diameter of the distal extension line measured 0.058", which is within the specification limits of 0.055"-0.059" per distal extension line extrusion product drawing. The outer diameter of the distal extension line measured 0.085", which is within the specification limits of 0.084"-0.088" per distal extension line extrusion product drawing. The inner diameter of the medial extension line measured 0.058" , which is within the specification limits of 0.055"-0.059" per medial extension line extrusion product drawing. The outer diameter of the medial extension line measured 0.086", which is within the specification limits of 0.084"-0.088" per medial extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.058" , which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The outer diameter of the proximal extension line measured 0.088" , which is within the specification limits of 0.084"-0.088" per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. A leak was observed from a hole in the proximal extension line towards the juncture hub. The other lumens flushed as intended without any signs of leaking or blockages. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, a leak was observed from the hole in the proximal extension line. No catheter backflow or leaks were detected from the distal and medial extension lines and any portion of the catheter body, which indicates no damage to the catheter outside of the hole in the proximal extension line. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Warning: do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Air embolism can occur if air is allowed to enter a central venous access device or vein. Precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus. Precaution: catheter should not be forcibly removed , doing so may result in catheter breakage and embolization." The customer report of catheter damage was confirmed by investigation of the returned sample. The catheter met all relevant dimensional requirements; however, visual and functional analysis revealed a hole in the proximal extension line. The edges of the hole appeared smooth and angular and are consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle, etc.). No evidence of stretching or manufacturing anomalies were observed in the region of the hole. The IFU warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Warning: do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Air embolism can occur if air is allowed to enter a central venous access device or vein. Precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus. Precaution: catheter should not be forcibly removed, doing so may result in catheter breakage and embolization." In addition, the medial and proximal lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage, backflow, or interlumen crossover was observed. Therefore, the only site of catheter leaking was observed from the cut in the proximal extension line. Based on the customer report and the testing of the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: patient faced a gas embolism that led to a stroke. Consequences were serious, additional treatments were needed to be infused. Peripheral line was inserted. More exams were performed. Cvc lines were clamped. Several additional doctors were called for action".